Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the electrode belt failed incoming functional testing, specifically a detect and treat test. The cable connecting ECG "a", ECG "b" and the front therapy electrode was pulled from the strain relief, damaging all the wires and breaking the j703 connector off of the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported being unable to complete incoming functional testing on an electrode belt.